Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: thv implanted in the native annulus. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. In this case, the complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed due to unavailability of applicable imagery or medical records. Available information suggests patient factors (calcification, horizontal aorta) likely contributed to the event as reported information indicated a 'moderate calcium in the annulus/leaflets' and 'horizontal aorta.'. Patient factors such as calcification and horizontal aorta may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach in a patient with horizontal aorta, there were difficulties trying to cross the native annulus. The system was retracted slightly and re-advanced, jumping across the annulus with the patient stable. At that point, the valve was successfully implanted using -2 ml but the patient's pressure did not recover. CPR commenced and patient output returned. Post implant angiogram showed a small, localized dissection of the non-coronary cusp (ncc). The patient went into arrest again and CPR was started again. An echo showed a large pericardial effusion and a pericardiocentesis was performed draining 2 liters of blood. The patient was intubated and regained output and was stabilized. Further imaging demonstrated an extension of the dissection to the ascending aorta with double lumen. A decision was to not resuscitate again, and the patient passed away a few hours later. The perceived root cause of the event was felt to be a trauma with the delivery system device during the retraction and re-advancement of the system.